Manufacturer narrative:
Patient medications include aspirin, pravastatin, amlodipine, and ranitidine. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On or about (B)(6) 2015, computed tomography scan revealed a proximal type I endoleak. The physician attributed the endoleak to a loss of vessel seal due to a calcified infrarenal neck. On (B)(6) 2015, the patient was implanted with an additional excluder® aortic extender component. The endoleak was resolved, and the patient tolerated the procedure.